Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe noise. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the u/d and the r/l pulley wires fluid damage, the lcb (light carrying bundle) broken, the remote control buttons perforated, the us connector cable (long) compressed (short in length), the operation channel (primary) buckled, the lg prong corroded, the objective lens dirty, the objective prism dirty, the angle wire worn out, the deflector wire worn out, and the distal body worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.